Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 95-100mg/dl - fasting. Strip expiration dat is 04/06/2018 and strip open date is (B)(6)2015. Strip storage is not correct. Reviewed meter memory: a 75mg/dl (B)(6)2015 10:47:00 am fasting:yes. A 80mg/dl (B)(6)2015 10:40:00 am fasting:yes. A 78mg/dl (B)(6)2015 10:20:00 am fasting:yes. Customers concern: 75mg/dl on (B)(6)2015. Customer has had no changes in his diet. He takes metformin to manage his diabetes. Customer is comparing his trueresult meter to another meter on (B)(6)2015 at 10:46am - result is 75 mg/dl with trueresult meter and 101 mg/dl with other meter.